Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted after the investigation has been completed.

Event description:
It was reported that a sonographer was using the rab4-8-d transducer to scan a patient and was injured due to the weight of the probe. The sonographer was scanning the patient's abdomen and received a pinched radial nerve, which was diagnosed by a physician at the hospital on the same day. The physician stated that the injury was due to the weight of the probe and the position of the sonographer during the scan. The sonographer was sent home from work with an arm brace following the incident, and was referred to an orthopedic surgeon. One of the rad directors at the hospital stated that she had received numerous complaints regarding the weight of the rab4-8-d transducer.

Manufacturer narrative:
The design of the voluson ultrasound probe rab4-8-d is an established design with state of the art technology used in abdominal ultrasound probes. The fit and form takes into account the ergonomics to support a convenient operation by physicians and sonographers. The perceived weight of the probe handle of the rab4-8-d probe is 360g, which is comparable to the majority of other abdominal ultrasound probes with a total installed base of 65,392; tens of thousands of these probes are in daily use without causing serious harm to the sonographers. During normal use, the sonographer would typically press the probe to the patient's body to ensure proper acoustic contact and to compress organs or move air in the bowels out of the path of the acoustic beam. This means that the weight of the probe is supported by the patient's body, not the sonographer. Musculoskeletal injury and/or repetitive stress injury can occur due to the use of abdominal ultrasound probes. However, given the long history of safe use of abdominal ultrasound probes, ge healthcare considers the design and use of these probes to be an acceptable safety benchmark. No root cause was identified regarding the rab4-8-d probe. The successor probe, rab6-d, with reduced weight and dimensions, was released in 2013; therefore, no further action is required.